Manufacturer narrative:
Ethnicity: information unknown/asku. Date of event: the exact date is unknown. The best estimate is on or prior to (B)(6) 2022 if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts were made to obtain the missing information. However, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after the johnson and johnson (jnj) intraocular lens (iol) was inserted into a patient¿s left eye, vitreous was seen. When cataract was fully removed, the capsular bag was intact. The lens was implanted into the capsular bag and after haptics fully opened, vitreous was present at the main incision site. The lens was cut and removed, and a non-johnson & johnson 3-piece sulcus lens of the same diopter was implanted. The incision was enlarged, and suture used. The account indicated that they do not know if the reason for the vitreous at the incision site was due to the lens or any other means. Reportedly, the patient is doing well post-operatively and no injury was reported. No further information was provided.